Manufacturer narrative:
(B)(4) medical (B)(4) comes to the conclusion: investigation ongoing.

Event description:
The following was reported to the (B)(4) medical (B)(4): (B)(4) (pressure sensor tolerance) has appeared while ventilation. The hospital staff has then removed this ventilator from the patient and put it into quarantine. Reported by user case.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be the pressure sensor which had drifted out of its specified tolerance. In consequence the device was re-calibrated. There was no patient or user harm.

Event description:
The following was reported to the hamilton medical ag: te 233005 (pressure sensor tolerance) has appeared while ventilation. The hospital staff has then removed this ventilator from the patient and put it into quarantine. Reported by user case.

Event description:
The following was reported to the hamilton medical ag: te 233005 (pressure sensor tolerance) has appeared while ventilation. The hospital staff has then removed this ventilator from the patient and put it into quarantine. Reported by user case.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the issue in question is considered a complaint since the malfunction "technical event: 233005 pressure sensor tolerance". The root cause of the ventilator device "technical event: 233005 pressure sensor tolerance" was due to the pressure sensor assembly being out of specification. Within this investigation, it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. The failure of the "technical event: 233005 pressure sensor tolerance" delayed the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur. No further investigation or correction will be performed except those mentioned. Correction: the pressure sensor assembly hardware replacement was confirmed for a resolution for this cer 109145. No further action was taken for this device. The engineer performed the tsw calibration, all tests confirmed the unit is compliant.